Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed and the root cause remains unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m150 set, air bubbles were observed in the pbp line. Air in blood alarm was triggered. The air bubbles appeared to originate in the pbp pump segment, where the pbp line enters the cartridge to the pbp pump. It was stated that there was no air present in the pbp line between the pbp bag and the pump. The patient was connected to the device. Blood was not returned to the patient. No adverse event and medical intervention were reported. No additional information is available.

Manufacturer narrative:
Correction: removal of information in section f related to importer - the initial report inadvertently included the importer report number. This MDR should have been submitted only with the MFR. Number (and not as importer).

Manufacturer narrative:
Correction information added. Upon further investigation it was determined that air bubbles present in the extracorporeal circuit does not have the likelihood to cause or contribute to death or serious injury if to recur. Should additional relevant information become available, a supplemental report will be submitted.